Event description:
A revision procedure was performed. Tests were performed on the lead with a pacing system analyzer. No out of range measurements were noted. The physician elected to explant the device and surgically abandon the lead.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be upated and resubmitted upon return and completion of analysis.

Event description:
Boston scientific crm received information that the patient implanted with this product was hospitalized. Review of rhythm strips from a holter monitor noted the device had failed to pace. The patient is pacemaker dependent. No measurements were noted to be out of range. No specific adverse patient effects were reported.

Manufacturer narrative:
A temporary pacing backup was put in place and further evaluation was scheduled. This report will be updated once additional information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to reproduce the reported pacing failure.

Event description:
--